Event description:
A pt reported blood gloc ose results of "190,242,156, and 191 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated different of these glucose results exceeds the expected value of<=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.